Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced two episodes of syncope since implant a week prior. Device programming was reviewed with boston scientific technical services (ts). There were no stored events following the second episode, and no out of range measurements were observed. The ICD remains in service. The patient was admitted to the hospital. No additional adverse patient effects were reported.